Manufacturer narrative:
The damaged stretcher was returned to the manufacturer for further evaluation. The investigation is on-going and additional information will be provided in the next report.

Manufacturer narrative:
The customer facility reported that after the concerto shower trolley was used for the patient hygiene, it was noticed that the stretcher of device was unstable. The inspection carried out by the customer personnel revealed that two screws holding frame bracket with stretcher were missing and the other screw was about to become completely loose. No incident occurred during use with a patient and no injury was reported by the customer facility. The shower trolley has been taken out of use when the problem was noticed and arjo was requested for inspection. Arjo representative evaluated the device in question and replaced the stretcher as per the customer request. Arjo concerto shower trolley can be equipped with tilting function, so the stretcher can be tilted to help with cleaning and disinfection. The tilting mechanism is located under the stretcher and can be unlocked by pressing the relevant button. When the tilted stretcher is no more needed it should be put back to the original position and the user should make sure that the mechanism is in a locked position. The concerto shower trolley involved (model number: bab1000-01, serial number: (B)(4)) was equipped with a titling function. The defective stretcher was returned to the manufacturer in order to perform the investigation. The visual inspection of the stretcher was performed by the manufacturing site. According to the conclusion the damages found during visual inspection of this stretcher were considered to be related to incorrect use, i.e. User's attempt to tilt the stretcher without release the lock of tilting mechanism. This was the most probable scenario, looking at the found damages i.e. The screws torn out of the stretcher in place where they are mounted to the chassis (h-shape frame). The laminate's construction itself is designed for effective distribution of the load applied from above (as intended to use). To achieve that, the forces are evenly distributed on ribs at the bottom of the stretcher. However, in case of applying force on the bottom of stretcher (e.g. During attempt to tilt stretcher without unlocking the lock mechanism) durability of laminate would be noticeably lower due to concentrated area of force application, which in consequence may leads to material damage - as in the investigated case. After the inspection was carried out by the manufacturer side, the stretcher was sent to the part supplier for further evaluation. The conclusion of the inspection was that the part was not cracked due to any material failure. In case of material failures, the crack would be more straight-line towards edge of stretcher, therefore different than in case of the damage that occurred in fact. Conclusions reached allow to assume that application of an excessive, external forces had to occur to achieve such a component damage. The concerto shower trolley is intended for assisted hygiene care especially showering and bathing of residents in care environments. This equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). The concerto shower trolley is subject to wear and tear, so the care and maintenance actions must be performed when specified to make sure that the product remains within its original manufacturing specification. Please note that instructions for use (IFU; 04.ba.05_12 dated on january 2017) delivered with the involved device the customer personnel with sufficient device knowledge should perform regular checks of the device to detect any signs of wear: "every week: check mechanical attachments: tilt the stretcher. (...) When tilted check for cracks in the stretcher." The concerto IFU also provides user with supporting pictures showing devices areas which should be controlled during preventive maintenance activities. The review of reportable events with the involvement of the concerto/basic shower trolleys in last years, revealed a limited number of similar incidents. In summary, according to the customer allegation, the stretcher screws torn out, so the device did not perform as intended. The shower trolley was not used for patient hygiene, when the malfunction was detected and no event in use occurred. This complaint was decided to be reported in abundance of caution due to the instability of the device caused by malfunction, which may lead to hazardous situation upon recurrence.

Manufacturer narrative:
The evaluation of the damaged stretcher was completed and conclusions are under further analysis. Additional information will be provided in the next report.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The shower trolley has been taken out of use when the problem was noticed and arjo was requested for inspection. Arjo representative evaluated the device in question. The damaged stretcher will be replaced according to the customer request. The investigation is ongoing and additional information will be provided in the next report.

Event description:
The customer facility reported that after the shower trolley was used for the patient hygiene, it was noticed that the stretcher of device is unstable. The inspection carried out by the customer personnel revealed that two screws holding frame bracket with stretcher are missing and the other screw is about to come loose. No incident occurred during use with a patient and no injury was reported by the customer facility.